Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Hysterectomy- "use during hysterectomy/laparoscopy -> after 5 min, jaws do not work, got blocked." Original before translation: "utilisation lors d'une hysterectomie/coelioscopie -> au bout de 5 min, mors ne fonctionnent plus, se bloquent." Patient status- unknown.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, the jaws of the device were open even though the unit was returned with the handle in the latched position. Engineering was able to confirm that the pull tube, a component that allows for jaw movement, was bent. The pull tube failed to remain engaged with the upper jaw of the device, which allowed the handle to latch without fully closing the jaws. The root cause of the "blocked jaws" observed during the event is due to a bent pull tube. Applied medical has opened corrective and preventative action reports to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.